Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion involving the right cylinder through the corporal tissue. A surgical procedure was performed in which the device was removed, a new corporal pathway was created, and a new device was implanted. There were no further patient complications reported.